Event description:
Customer reported that a pyxis medstation system es barcode scanner malfunctioned. Pharmacists were not able to retrieve fentanyl for a patient, causing a delay to patient care. Customer did not confirm patient harm but was instructed to answer "yes" to bd personnel by the pharmacy staff. There was no further information provided by the customer as to what harm allegedly occurred or the patient involved.

Manufacturer narrative:
Customer reported that a pyxis medstation system es barcode scanner malfunctioned. Pharmacists were not able to retrieve fentanyl for a patient, causing a delay to patient care. Customer did not confirm patient harm but was instructed to answer "yes" to bd personnel by the pharmacy staff. There was no further information provided by the customer as to what harm allegedly occurred or the patient involved. This event is recorded on complaint number (B)(6) a field service technician evaluated the device; the cause of this malfunction was determined to be the scanner's interface cable. Barcode scanner cable was replaced by a field service technician, reported issue has been resolved.